Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified black mold like appearance and one opening curved on the posterior. Leak test and microscopic analysis was performed which identified one opening striated on the posterior. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Health professional reported a "damaged tissue expander" that was "not holding its fill." Patient was replaced with another tissue expander. Device has been explanted. This record is for an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is damaged expander that would not hold its fill. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a "damaged tissue expander" that was "not holding its fill." Patient was replaced with another tissue expander. Device has been explanted. This record is for an unknown side.